Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of an issue with the reservoir. The patient's blood glucose at the time of incident was 400 mg/dl. The customer was advised to change the reservoir, and after the customer performed the priming process and insulin was able to exit the tube. The customer was advised that the pump was working as designed. No products were returned and a replacement reservoir was shipped to the customer.